Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not break away from the catheter deploy. In the stages of deployment, snap and crackle were felt but there was no pop. It was noted that the device was rapidly opened and closed, shook the catheter, moved the scope forward and backward. Eventually, the clip released from the catheter and deployed onto tissue. The procedure was considered completed at this time. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.